Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one relevant finding. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** additionally added the brand name of the device. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.